Event description:
The customer reported via phone call that they had an unexpected restart alarm after replacing the battery on the insulin pump. Customer also reported a signal too low alarm in their alarm history. Customer stated their temp basal was not programmed prior to the alarm occurring. The customer's blood glucose was unknown. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.